Event description:
User experienced problems with control recovery and discrepant glucose results for one patient. Initial result 1 mg/dl, repeat 123 mg/dl. Initial result was not reported. The field service representative determined the cause to be a cracked lls cable for the sr2 probe. He replaced the cable and probe. Performance tests were performed.